Manufacturer narrative:
The event date is estimated. A patient was not receiving adequate relief from their system was reported to abbott. As a result, the entire system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2020-02216, 3006705815-2020-02342. It was reported that the patient was not receiving adequate pain relief from their system. The patient opted to use medication to manage their pain rather than the system. The patient underwent a surgical procedure in which their system was explanted.